Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended reseating the graphic user interface (gui) to breath delivery (bd) cable, run a ground isolation check, extended self test (est), performance verification test (pvt), and then run the ventilator on test lung. The customer reported that no error codes were detected and the unit passed all tests. Covidien was not authorized to evaluate the device.